Event description:
It was reported the patient was having an MRI of their knee as of the date of this report. About 10-12 minutes into the MRI, the patient felt pain in their ¿female area.¿ the MRI was stopped and the pain then went away. It was thought that the implantable neurostimulator (ins) was not turned off. It was also noted the reporter thought the patient had a bladder sling. Information received about two weeks later indicated the event was attributed to the ins. The patient had yet to follow up with their follow up doctor. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v583727, implanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).